Event description:
I had the essure procedure performed (B)(6) 2015. After about 13 attempts to get the essure places the doctor finally gave up. She was able to get one coil in the tube, but the tube spaded and the coil came out. She could not find the coil so she told me that it would come out of its own. I had heavy bleeding from (B)(6). I went through over 100 pads. I started having problems about a month ago. I went to the doctor and she sent me for an ultrasound. The ultrasound showed that the coil was still inside of me. It has gone through the bottom of my uterus and the top of my cervix. I have been and I am still in a lot of pain. The pain is controlled with mess but I still hurt all the time. I will have to have surgery to have the essure coil removed. I am not sure when my surgery will be. I am waiting on the doctor to call me. The doctor scrapped my uterus with the camera every time she went in. She was going to put me in the hospital and tie my tubes that way but (B)(6) caught her in (B)(6) fraud. Now she refuses to even see me or to fix the problem that she has caused.